Event description:
Package for bite block had no bite block in 2 packages from same lot #. Manufacturer response for bite block, bite block - maxi-velcro strap (per site reporter). Equipment failure reported to customer service representative. Arrangements made to return defective product.